Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.